Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic gastric sleeve procedure and a suturing device was used. During tissue imbrication, the suture detached from the swage. The procedure was completed using a like suture cartridge. There were no adverse patient consequences. No additional information is available.